Event description:
The pt reported that she was hospitalized for diabetic ketoacidosis (B)(6) 2012. After having had surgery on her shoulder on (B)(6) 2011, she was prescribed steroids. She had no prior experience with that medication, but thinks it contributed to her hyperglycemia and hospitalization. She reported that her blood glucose was 320 mg/dl to 377 mg/dl. The pt did not have time to give blood glucose history at the time of the call and said she'd call back. She did not call back or respond to messages left for her.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported dka hospitalization. No product lot number was reported, therefore, no qualification record review could be conducted. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and to treat dka recommends "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."